Manufacturer narrative:
(B)(4). The peritonitis was reported to have occurred on an unknown date in (B)(6) 2012. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced recurrent peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment for peritonitis and action taken with therapy were not reported. The patient was reported to have not recovered from this event. No additional information is available.